Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, moderate paravalvular leak (pvl) was reported and a balloon aortic valvuloplasty (bav) was performed. As the balloon was deflating, it was pulled in the aortic direction and caught the edge of the valve, pulling it into the sinus of valsalva (sov). The valve was snared into the ascending aorta and mild-moderate pvl was reported. Subsequently, a second valve was implanted, reducing the pvl to mild. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.